Manufacturer narrative:
(B)(4). A visual analysis of the returned hot axios stent and delivery system noted that the outer sheath of the catheter had been sheared away from the pusher catheter for the entire length exposed outside of the handle. The nose cone had detached from the catheter, with only the electrocautery wire and inner pusher catheter remaining. The handle was disassembled and it was determined that the outer sheath had been sheared off near the termination of the pusher catheter into the hypotube. Significant rotational damage was identified on the outer sheath. The stent was undamaged. The complaint that the delivery system broke was confirmed. The investigation concluded that the damages to the sheath were likely due to the application of too much rotational force on the handle. Therefore, the most probable root cause classification for the reported failure is user/use error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was to be used in the biliary tract to treat a pancreatic pseudocyst during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the delivery system broke before the first flange of the stent was deployed. The device was removed from the patient with the stent fully constrained on the delivery system. The physician attempted to complete the procedure with another hot axios stent and delivery system; however, he lost his positioning and was unable to place the stent. There was no malfunction of the second axios device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "well." Investigation results revealed hat the nose cone of the delivery system was detached from the catheter; therefore, this is now an MDR reportable event.